Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded four signal artifact monitoring (sam) episodes due to oversensing of the minute ventilation (mv) feature signal on the right atrial channel. High out of range lead impedances were observed on both the right atrial (ra) and right ventricular (rv) channels. The involved leads were both non-boston scientific products. Technical services (ts)provided the healthcare professional with programming options. The mv feature remains on and there were no adverse patient effects reported. This pacemaker remains in service. This device was included in the minute ventilation sensor signal oversensing advisory population.